Event description:
Per the clinic, the patient experienced swelling at the implant site and wound dehiscence (treatment unknown). The implant remains in-situ. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on january 25, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). This report is submitted on february 28, 2022.